Event description:
The customer reported that the end cap of the insulin pump was cracked. The blood glucose was 182mg/dl. Troubleshooting was performed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump returned with loose drive support disk and missing end cap sticker.